Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. The wire returned inside the retrieval sheath and the filter bag came back in deployed state. The spring tip was bent and stretched. Also, the wire was exposed through the delivery sheath. Under microscope magnification the spring tip was bent and stretched. Sheathing/unsheathing could not be performed, since the wire was exposed through the delivery sheath. No other issues were identified during the product analysis.

Event description:
It was reported that a filterwire detachment occurred. A 190 cm filterwire ez was selected for internal carotid artery stenting in the origin of the internal carotid artery. During the procedure, the filterwire delivery system was in place, but the filter could not be deployed. After the whole delivery system was withdrawn from the body, it was found that the delivery sheath was torn, the delivery rod had partially escaped from the delivery sheath, and the filter was in the delivery sheath. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a filterwire detachment occurred. A 190 cm filterwire ez was selected for internal carotid artery stenting in the origin of the internal carotid artery. During the procedure, the filterwire delivery system was in place, but the filter could not be deployed. After the whole delivery system was withdrawn from the body, it was found that the delivery sheath was torn, the delivery rod had partially escaped from the delivery sheath, and the filter was in the delivery sheath. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.